Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the talar component part and lot number combination. The lot number for the insert was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation and the information available, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address subsidence of the talar. Poly wear was discovered intraoperatively.